Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black screen with no image. Based on the results of the investigation, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a e216 communication. There were no reports of patient harm.